Manufacturer narrative:
The autopulse platform was returned to zoll on 25 may 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform (B)(4) was used on a cardiac arrest patient operating with continuous compression for approximately 35 minutes. The user placed the platform on hold (pause) to check the patient's pulse. When the platform was powered back on to resume compression, the platform displayed an unspecified error message. The user immediately performed manual CPR on the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported event was not reproduced during functional testing of the autopulse platform (sn (B)(4)); however, confirmed during archive review. Upon visual inspection no physical damage was observed. Review of the archive data retrieved from the platform revealed a user advisory (ua) 2 (compression tracking error), a low battery warning after approximately 35 minutes of continuous compression and ua 17 (max motor on time exceeded) was observed due to low battery. Following this, the battery was replaced with a fully charged battery; ua 45 (driveshaft not at "home" position after power-on/restart) and ua 7 (discrepancy between load 1 and load 2 too large). After 45 minutes, ua 12 (lifeband not present) error message showed in the archive. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 2 alerts the operator that as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. The ua 7 error message alerts the operator that the patient is out of position and not properly centered in the platform. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Ua 12 error message alerts the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. The platform was further tested and passed all functional testing criteria and met all required specifications without any observed issue. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).